Event description:
It was reported, a few days after the saline bipolar transurethral resection of the prostate (turp) surgery, the patient developed anterior urethral stricture confirmed by the doctor diagnostically, and the patient came back with pain. There were no reported issues with urination. The doctor prescribed medicines to further treat the issue. The patient is okay now and stable. There was no malfunction of the olympus device during the procedure and the device functioned as intended. However, it is assumed by the user the device caused/contributed to the adverse event. The procedure was completed with the same equipment. There was no patient overstay in the hospital.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to h3. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following: 1. A defective cable connection to the connected instrument. In this case, there is no or only a temporary power output. 2. A defective hand instrument. In this case, there is no or only a temporary power output. 3. A soiled hand instrument due to tissue sticking to the instrument. In this case, there is a decreased power output. 4. Contact resistance at the contact points of the hand instrument. In this case, the power output is decreased, which may cause burns to the patient. 5. During a monopolar procedure, the neutral electrode is not attached correctly and/or the connection to the neutral electrode is defective. In this case, there is no or only a temporary power output with the risk of burns under the attached neutral electrode. 6. Wrong power settings at the generator by the user. 7. An insufficient adjustment of the generator. In this case, the power output is decreased. 8. A defect of the generator. In this case, there is no or a decreased power output. In addition, it is likely the reported event occurred due to the electrical conditions in the tissue of the surgical area. However, the specific root cause of the reported event could not be determined with the information received. Olympus will continue to monitor field performance for this device.